Manufacturer narrative:
(B)(4).the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
It was reported that the insulin pump had a blank display. Through troubleshooting it was noted that the display did return and the customer also received a battery out limit and a motor error alarm. Customer does use the sensor feature on the insulin pump and they were able to complete the rewind feature. Customer's blood glucose reading at the time of the call was 6.5 mmol/l. No further information reported.